Event description:
It was reported that this was a posterior spinal fusion (l5) for spinal stenosis on (B)(6) 2025. The extended fusion (l3) was performed at reoperation of the fixation (l4/5). The inserter was used to remove the l5 set screw, but the tip was twisted off. The tip was then removed and discarded by the hospital. The surgery was completed successfully within thirty (30) mins of delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to me broken from the tip. The reported allegation can be confirmed. The broken fragment was not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the viper2 x25 set screw inserter would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number ag2098495 released in one batch. Batch1: lot qty of (B)(4) units were released on jul 1, 2015, with no discrepancies supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.